Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and one loose 10ml syringe was received and evaluated. It was observed the stopper was jammed between the bottom of the plunger rod and barrel wall, which was rejectable per product specification. The potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll eurographics leaked. The following information was provided by the initial reporter: "leakage of the syringe plunger of bd plastipak luer-lok syringes when using cytostatic solution. Whether the leakage is caused by the cytostatic solution or is due to some other defect thst has not been determined yet. On (B)(6)2020, three syringes from different batches were sent to beckton dickinson: - 2 pieces bd plastipak luer-lok syringe 50 ml - 1 piece bd plastipak luer-lok syringe 10 ml ¿ leakage due to distorted rubber stopper.".

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll eurographics leaked. The following information was provided by the initial reporter: "leakage of the syringe plunger of bd plastipak luer-lok syringes when using cytostatic solution. Whether the leakage is caused by the cytostatic solution or is due to some other defect that has not been determined yet. On 13.08.2020, three syringes from different batches were sent to beckton dickinson: 2 pieces bd plastipak luer-lok syringe 50 ml, 1 piece bd plastipak luer-lok syringe 10 ml. Leakage due to distorted rubber stopper."